Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to dislocation and elevated metal ion levels (exact values not reported to the manufacturer).